Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant of an integrity rapid exchange (rx) bare metal stent excessive inter cellular hyperplasia and restenosis was observed (4 cases). The timing from implant to the event is unk. It is also unk whether intervention was performed. No add'l info has been provided. No clinical sequelae were reported. Reference MFR report numbers 9612164201101062, 01064 and 01065.